Event description:
It was reported that a patient experienced a clot in the right atrium. A faradrive steerable sheath presented a loss of aspiration. Pulmonary vein isolation was performed in the left atrium and act was continuously kept above 300. Physician pulled sheath into the right atrium to ablate the cti, asked for 50 of protamine to be given at 3:10pm and continued the procedure with heparin reversed. Physician mapped the cti with non-bsc device, ablated the cti with the farawave, then switched to the smarttouch thermocool rf catheter to finish the line. Physician noticed a large clot in the right atrium on ice and aspirated the sheath, retrieving the clot. As doctor continued trying to aspirate, syringe became stuck and could not aspirate the sheath anymore. The sheath was pulled back into the ivc, 5000 units of heparin was given at 3:36 and the doctor continued ablating the cti via another groin access point without a sheath using the smarttouch thermocool. After the heparin bolus was given, act was 189 at 3:58. The cti line was completed, sheaths were pulled, and groin was closed. The procedure was completed. No hospitalization was required, patient was reported as fully recovered. The faradrive sheath is expected to be returned. Rf catheter and sheath were irrigated with heparinized saline, no issues with irrigation noted. The last act taken before protamine was 349. Act had not been maintained >300 when moved to right atrium. After giving the additional bolus of heparin, act was 189. It was further reported that no pre-procedural imaging was done to rule out thrombus. Clot was seen at the tip of the sheath. The device has been returned for analysis.

Manufacturer narrative:
During preparation for testing, the sheath was found to be occluded and inspection inside the shaft found dried blood to have clogged the sheath. Removal of the dried blood restored the sheath's ability to flush and aspirate, allowing testing to be completed. Based on the complaint summary, the dried blood occlusion confirms the aspiration of the blood clot to be the most probable cause of the loss of aspiration, as an unusually large amount of blood was found inside the sheath. During leak and aspiration performance testing, the sheath did not seal vacuum pressure with a 0.092"pin gage inserted; inspection of the hemostatic valves found the external valve had minor tears on the inner face by the center slit. Based on the results of analysis testing, this could have contributed to the original allegation, but it would not have been capable of aspirating the large amount of blood found inside the sheath.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that a patient experienced a clot in the right atrium. A faradrive steerable sheath presented a loss of aspiration. Pulmonary vein isolation was performed in the left atrium and act was continuously kept above 300. Physician pulled sheath into the right atrium to ablate the cti, asked for 50 of protamine to be given at 3:10pm and continued the procedure with heparin reversed. Physician mapped the cti with non-bsc device, ablated the cti with the farawave, then switched to the smarttouch thermocool rf catheter to finish the line. Physician noticed a large clot in the right atrium on ice and aspirated the sheath, retrieving the clot. As doctor continued trying to aspirate, syringe became stuck and could not aspirate the sheath anymore. The sheath was pulled back into the ivc, (B)(4) units of heparin was given at 3:36 and the doctor continued ablating the cti via another groin access point without a sheath using the smarttouch thermocool. After the heparin bolus was given, act was 189 at 3:58. The cti line was completed, sheaths were pulled, and groin was closed. The procedure was completed. No hospitalization was required, patient was reported as fully recovered. The faradrive sheath is expected to be returned. Rf catheter and sheath were irrigated with heparinized saline, no issues with irrigation noted. The last act taken before protamine was 349. Act had not been maintained >300 when moved to right atrium. After giving the additional bolus of heparin, act was 189. It was further reported that no pre-procedural imaging was done to rule out thrombus. Clot was seen at the tip of the sheath. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a clot in the right atrium. A faradrive steerable sheath presented a loss of aspiration. Pulmonary vein isolation was performed in the left atrium and act was continuously kept above 300. Physician pulled sheath into the right atrium to ablate the cti, asked for 50 of protamine to be given at 3:10pm and continued the procedure with heparin reversed. Physician mapped the cti with non-bsc device, ablated the cti with the farawave, then switched to the smarttouch thermocool rf catheter to finish the line. Physician noticed a large clot in the right atrium on ice and aspirated the sheath, retrieving the clot. As doctor continued trying to aspirate, syringe became stuck and could not aspirate the sheath anymore. The sheath was pulled back into the ivc, 5000 units of heparin was given at 3:36 and the doctor continued ablating the cti via another groin access point without a sheath using the smarttouch thermocool. After the heparin bolus was given, act was 189 at 3:58. The cti line was completed, sheaths were pulled, and groin was closed. The procedure was completed. No hospitalization was required, patient was reported as fully recovered. The faradrive sheath is expected to be returned. Rf catheter and sheath were irrigated with heparinized saline, no issues with irrigation noted. The last act taken before protamine was 349. Act had not been maintained >300 when moved to right atrium. After giving the additional bolus of heparin, act was 189.